Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device noted no anomalies. The device then underwent diagnostic testing of device functions and memory. The results of the tests indicated the device had memory corruption and system resets. High resolution x-ray of the device found a broken internal component within the accelerometer. Analysis concluded this conductive component contacted another internal component. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Guidant received information that this caller was confused that the device would display a p wave measurement greater than 6mv, and then later another measurement of 11.3mv. The maximum the device will measure and display is greater than 6mv. Technical services indicated that the device shouldn't do this unless the sensitivity was changed, however the caller was adament that it was not changed. Six years later, the device was returned and analyzed. The explant reason was not provided to our company.